Event description:
It was reported that during a follow up, the atrial lead exhibited noise. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information reported that on (B)(6) 2014 during a routine follow up, the atrial lead continued to exhibit noise. The patients condition was good and the patient would continue to be monitored.